Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported discordant, falsely elevated cardiac troponin I (tni) patient serum and plasma results were obtained on a dimension exl with lm instrument. Siemens healthcare diagnostics headquarters support center (hsc) evaluated the information provided and the instrument data files. Quality control and calibration were within conformance. No product non-conformance was identified with the tni assay or the dimension exl with lm instrument. No additional tni discordant results were reported by the customer. The cause of the event is unknown. The instrument is operational. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant elevated cardiac troponin I (tni) results were obtained on a patient's serum and plasma samples on a dimension exl with lm instrument. The initial plasma result was reported to the physician(s) and not questioned. A serum sample drawn at the same time from the same patient also obtained high results. The customer reprocessed again the same plasma and serum sample. Lower correct results were obtained and reported to the physician(s). The customer also reprocessed the serum and plasma samples which had been stored frozen after the physician(s) questioned the results and lower results were obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant tni results.